Event description:
Caller reported experiencing a minimum fill notification, which led to the customer's blood glucose level rising above 500 mg/dl. To address the high blood glucose, the customer administered a correction injection via mdi and opted to load a new cartridge onto the pump. The customer successfully followed cartridge load instructions with technical support on the line, resumed insulin delivery, and tested the tubing for insulin flow.